Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain and post l aminectomy pain. The patient reported that the communicator light was very dim and that the communicator was no longer charging. Patient tried other charging cords and outlets, but issue was not resolved. Patient said that the issue started a few days ago, but today when they bolused around noon the communicator light was a dull orange. The issue was not resolved. Agent sent a request to repair to replace the communicator.

Manufacturer narrative:
Continuation of d10: product ID tm90t0, serial# (B)(6), product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6),, ubd: 20-may-2022, UDI#: (B)(4). H3. Analysis found the micro usb charge port is loose, rattling and electrical failure (trs210003.1/vbus current default pow/-0). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.